Event description:
It was reported that during a percutaneous coronary intervention, a balloon occluded a vessel and the patient experienced slight rhythm and blood pressure changes. The target lesion was located in the right coronary artery. A 2.5x20mm maverick2 balloon was advanced to the lesion and under angiography, the product appeared larger than expected as if it had been inflated before. The physician also noted that the balloon fold did not appear usual for the device. The balloon occluded the artery causing slight rhythm and blood pressure changes. When the balloon was removed, the rhythm and pressure changes resolved without requiring medication. The procedure was completed with another maverick2 balloon. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon occluded a vessel and the patient experienced slight rhythm and blood pressure changes. The target lesion was located in the right coronary artery. A 2.5x20mm maverick2 balloon was advanced to the lesion and under angiography, the product appeared larger than expected as if it had been inflated before. The physician also noted that the balloon fold did not appear usual for the device. The balloon occluded the artery causing slight rhythm and blood pressure changes. When the balloon was removed, the rhythm and pressure changes resolved without requiring medication. The procedure was completed with another maverick2 balloon. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by MFR: updated. A visual examination of the returned device found that the balloon was not refolded and the balloon folds were opened outwardly. There were no traces of any inflation media inside the balloon. The balloon length was measured and found to be within specification. The device was attached to an encore inflation unit and the balloon was inflated to its nominal pressure of 6 atmospheres. The outer diameter of the balloon was then measured and no issues existed with the outer diameter of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).